Manufacturer narrative:
(B)(4). Balloon performed within specifications. Cuff had operating room damage. Pump poppet/spring misaligned. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.

Event description:
A (B)(6) old male patient was implanted with an acticon device on (B)(6) 2007. On (B)(6) 2008, the entire device was removed and replaced because the "pump was frozen, could not move any fluid." No further information provided.